Event description:
It was reported that the surgeon "believed" he came across a lead that was damaged after the stylet was taken out of it during a case. The surgeon was advised not to implant it as it did not move through the cannula smoothly and was difficult to get out of the cannula since one of the contacts was "partially exposed." Four other leads from the same lot number were fine to implant in the patient. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the lead had a possible fracture in it. No further information was reported.

Event description:
Additional information received reported confirmed that the lead was ¿replaced at implant¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional analysis of lead model 3387, lot # va05gwe showed. The no significant anomalies. It was noted that the proximal end of the lead was stretched with the conductors stretched and the conductors coiled crushed. The outer insulation was intact. The continuity of the lead was reported as acceptable with no shorts between the circuits seen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.